Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5 corrected information: h6 (annex e and f) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 23jan2024. The procedure was completed successfully by opening another micropuncture kit for access. There were no adverse effects to the patient noted.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to use for an unknown procedure, a micropuncture transitionless stiffened cannula access set's wire unraveled. The wire came out of the package with the inner coil unwrapped. No adverse effects have been reported due to this occurrence. Additional information received 23jan2024. The procedure was completed successfully by opening another micropuncture kit for access. There were no adverse effects to the patient noted. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, photos provided by the customer show elongation of the wire guide. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final lot. Three relevant non-conformances were noted on sub-assembly lots on 19 devices; however, all affected product was scrapped. A review of complaint history found no additional relevant complaints for this lot number or any final lot with the same sub-assembly lots as the complaint device. Cook investigated all lots inspected by the same personnel, during the same timeframe, as the complaint device. No related complaints have been received on the lots. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and inspection of device photos suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of non-conforming devices in-house or in the field. Responsible personnel were notified. Although three relevant non-conformances were noted on sub-assembly lots, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a quality control deficiency contributed to this event, as the wire was unraveled upon opening the package. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for an unknown procedure, a micropuncture transitionless stiffened cannula access set's wire unraveled. The wire came out of the package with the inner coil unwrapped. No adverse effects have been reported due to this occurrence. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.